Event description:
It was reported that the patient expired due to heart failure. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.